Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc catheter and .014 thruway guidewire were selected for use to treat in-stent restenosis. The 50% stenosed target lesion was moderately calcified with mild tortuosity and located in the proximal superficial femoral artery (sfa). The jetstream catheter was actively used in blades down mode in the lesion for approximately 60 seconds. During use, the catheter unexpectedly shutdown. It could not be re-activated in any mode, nor could it advance forward, or be retracted through rex mode. The catheter was entrapped on the guidewire. Both the catheter and guidewire were removed together. The procedure was completed with a new jetstream. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was received and analysis completed. The returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed and found no damages. The housing was disassembled, and it was noticed that the gear on the pinion shaft is no longer engaged with the larger gear on the motor. Device to device interaction test was performed by inserting a test guidewire into the device. The test guidewire was able to pass through without any issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc catheter and .014 thruway guidewire were selected for use to treat in-stent restenosis. The 50% stenosed target lesion was moderately calcified with mild tortuosity and located in the proximal superficial femoral artery (sfa). The jetstream catheter was actively used in blades down mode in the lesion for approximately 60 seconds. During use, the catheter unexpectedly shutdown. It could not be re-activated in any mode, nor could it advance forward, or be retracted through rex mode. The catheter was entrapped on the guidewire. Both the catheter and guidewire were removed together. The procedure was completed with a new jetstream. There were no patient complications.